Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a hole on the cassette causing it to being moist during a pd treatment. In a follow up, the patient reported being able to complete treatment manually the same day. The patient mentioned that there was a cycler message, and the patient cancelled the treatment during a fill. When the patient opened the door to remove the cassette, the patient could see there was a little hole in the cassette and it was moist. The patient called the nurse the following day and reported the issue and the patient was given cephalexin just to prevent any infection. No patient adverse effects were experienced, and no medical intervention was required. Patient continues use of the cycler with no further issues. The cycler set was not reported as being available to return. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a hole on the cassette causing it to being moist during a pd treatment. In a follow up, the patient reported being able to complete treatment manually the same day. The patient mentioned that there was a cycler message, and the patient cancelled the treatment during a fill. When the patient opened the door to remove the cassette, the patient could see there was a little hole in the cassette and it was moist. The patient called the nurse the following day and reported the issue and the patient was given cephalexin just to prevent any infection. No patient adverse effects were experienced, and no medical intervention was required. Patient continues use of the cycler with no further issues. The cycler set was not reported as being available to return. The patient is using the same cycler.